Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #:(B)(6), ubd: , UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) ; h3: product analysis (s/n: (B)(6): the customer's reason for return has been confirmed. A patient interface docking recognition failure due to a pmb pcba had a failure. H3: product analysis (s/n:(B)(6): the customer's reason for return could not be confirmed. A fuse decal was worn; the outer shroud was missing. H3: product analysis (s/n:(B)(6): the customer's reason for return could not be confirmed. The fuse decal was worn. Manufacturing date for (s/n:(B)(6): 2024-10-15 manufacturing date for (s/n:(B)(6): 2024-10-15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the fess procedure, the anesthesia tower began to show artifacts while the system was performing an impedance check. As a result, the system was powered off, and the abnormal readings returned to normal. As a result, use of the system was abandoned, and a third-party monitoring device was brought in. Ts noting that the site was using third party cobra tubes during the surgery. There was no injury to the patient.